Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The analysis performed revealed no anomalies were found.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was removed due to infection, migration, and erosion. The ICD and right ventricular (rv) lead were explanted and later replaced. No further patient complications have been reported as a result of this event.